Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The no stream occlusion(downstream) was not verified. Should additional relevant information become available, a supplemental report will be submitted. The device was received and evaluated. A device history review revealed no issues that could have caused or contributed to the reported issue. The evaluator inadvertently did not test for proper upstream occlusion detection and the pump is no longer in its as-received condition. Therefore, the pump was required to pass all testing prior to return to the customer. The no stream occlusion (upstream) was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a no stream occlusion. There was no patient involvement associated with this event. No additional information is available.